Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states

Event description:
It was reported the patient received the following results within 15 minutes: 100 mg/dl, 60 mg/dl, 50 mg/dl, 200 mg/dl, 100 mg/dl, 180 mg/dl, and 150 mg/dl.